Event description:
The device was used during a pelvic exoneration. Reportedly, the surgeon was firing across the perineum, the device fired but did not cut. Another device was used to finish the procedure. No patient injury was reported.